Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test.test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed low battery alert alarms on 09/30/2024 at 16:09:00.000, 09/16/2024 at 21:37:00.000, and 09/01/2024 at 17:11:00.000. Also found battery inserted at 09/17/2024 at 12:26:16.000, 09/02/2024 at 02:55:24.000, and 08/20/2024 at 23:39:12.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving the replace battery alert/replace battery now alarm without a prior low battery warning. The customer got the notice about next generation pump early battery depletion field corrective action. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides for the general documentation. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device would be returned.